Event description:
A molteno3 sl-245 was implanted then explanted. Customer relayed that the tube was not ligating. The surgeon explanted the device and replaced it with a different brand glaucoma drainage device with no issue.